Manufacturer narrative:
H3: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The downstream occlusion (dso) seal lifting was observed. The cause of the reported issue was due to bad latch lock flex sensor. As a result, the dso seal and latch lock flex sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that there was lock and latch sensor defective. The event happened during testing. No patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.